Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that the exposure is not possible. The fse found that the l12 led in power supply was off and f12 fuse was blown. The fse observed issue with the fuse. Review of log files stated that the system had image detector and image processor errors and warnings. The fse replaced the f12 fuse of fdc (flat detector controller) power supply. After replacement, the system was performing as intended and was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome. The evaluation method was corrected.

Event description:
It was reported to philips that the allura device was unable to expose on lateral stand and after a cold reboot, system was unable to shoot on frontal. Device was in clinical use at the time of the reported event. No harm was reported. A philips field service engineer (fse) inspected the system onsite and identified an issue with a fuse. Fse proceeded to replace the fuse on the flat detector controller (fdc) power supply and the device was returned to expected functionality.